Event description:
It was reported that the patient experienced more pain and discomfort during the trial period. The patient underwent a trial lead removal. The trial lead was disposed by the medical facility and will not be returned. No further information has been obtained despite good faith efforts.